Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger was very stiff and required more force than usual to progress the lens. As the lens was released into the eye, the tip of the cartridge split as the plunger tip was bent. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 11, 2024 section h3: evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the complaint device was presented with the plunger rod partially advanced and was bent into a damaged portion of the cartridge and the cartridge tip was cracked/bent. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented no damage or viscoelastic residue. The device assembly was inspected and presented with no issues, the plunger rod advancement was inspected and presented with no issues. No further evaluation was performed. The complaint issue cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.